Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The caller reported a battery out limit alarm that could not be cleared due to unresponsive buttons. Troubleshooting was performed, but the buttons remained unresponsive. Advised the caller that the insulin pump needed to be replaced, but the caller stated that the customer was in a coma. Advised the caller to have the customer or a family member call back for the replacement of the insulin pump. Nothing further was reported.